Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2020 with reported episodes of ventricular noise reversion from (B)(6) 2020. The patient was brought to the clinic on (B)(6) for a follow up. The right ventricular lead noise was not reproducible with isometric exercises and it was suspected that the noise may have been caused by electromagnetic interference. However, the physician was unable to verify. The right ventricular lead sensing was then reprogrammed to the recommended settings. No other changes were made. The patient experienced no symptoms and was in stable condition during the clinic visit.